Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 25006, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. Insertion and retraction tests were performed with no issues. Dissection showed the guide wire is in a perfect condition. In conclusion, the reported issue was not confirmed through testing. The balloon catheter passed the performance test as per specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter could not be inserted into the sheath properly because there was a guide wire lumen damage. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.